Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump was cracked and that part of the reservoir compartment was missing. The customer's blood glucose level was 104 mg/dl. Standard troubleshooting was performed. The customer stated the damage happened over time from wear and tear. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube, scratched reservoir tube window, broken reservoir tube lip, cracked belt clip slot, cracked battery tube threads, cracked case near display window corner, cracked lcd window, stained address and or serial number label, and stained end cap sticker.